Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, the patient had a stroke and was taken by ambulance and admitted to hospital. The clinician believes it is human error which caused air bubble to be infused, not a faulty product. Patient impact: recent stroke with right side hand and leg impairment/weakness. No other information was provided.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be manufacturing related. One 4fr powerpicc solo was returned for evaluation. An initial visual observation revealed use residue in the sample. A microscopic observation revealed some use residue within the side valve of the device. No damage was observed on the valve within the luer hub. An attempt was made to flush the returned sample with a 12 ml syringe of water and the catheter was found to be patent to infusion and aspiration. The catheter was then filled with water and the syringe was removed. Once the syringe was removed, water was observed to leak out of the distal end of the catheter, indicating the valve was not preventing the flow of fluids within the device. Both the central and side valves were found to be out of specification. Photographs of the returned sample were forwarded to the manufacturing site for further evaluation. This complaint will be recorded for future trending and monitoring purposes.